Event description:
A caregiver (cg) contacted global technical service (gts) regarding the home patient (hp) feeling nauseous with a tense and distended abdomen , which occurred on the home choice (hc) during dwell 1. The cg stated that before that day, the hp was starting therapy empty, but that day the hp did a manual fill at 7:00 pm, one hour before starting therapy. The cg stated that the hp drained just a tiny bit of the initial drain, and then the hc started the fill. The hp was also having abdominal pain. The tsr had the cg start a manual drain. The hp drained out a total of 4705 ml and felt much better. The tsr had the cg check the initial drain alarm and it was still set to 0 ml. The tsr advised the cg to call the registered nurse (rn) as soon as possible and let her know what happened and to look at the initial drain alarm. The tsr recommended that the cg pause therapy and call the rn to see if the rn wanted the hp to end therapy for the night. The tsr gave the cg instructions for ending therapy if the rn wanted the hp to end for the night. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), with a total volume of 10000 ml, a total time of ten hours, a fill volume of 2000 ml, a last fill volume of 0 ml (but did a manual fill of 2500 ml), the weight was set to kilograms, the number of cycles was set to 5, the initial drain alarm was set to 0 ml, the comfort control setting was at 36 degrees celsius, last manual drain was set to yes, the target ultrafiltration was set to 0ml, and alarm was set to no. Based on the drain volume and fill volume provided, this complaint meets increased intra-peritoneal dialysis (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn confirmed that the largest prescribed fill volume was 2500 ml. Ps informed the nurse that the initial drain alarm setting was set too low since the patient performed a manual fill. The nurse stated that this issue has been taken care of. She stated that the patient has been able to continue therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error the initial drain alarm being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.